Event description:
It was reported that there was a revision on the right total knee.

Manufacturer narrative:
An event regarding a revision involving a triathlon femoral component was reported. The event was not confirmed. The device was not returned for analysis. Medical records were not returned for analysis. A device history review indicated all devices accepted into final stock met specification. No further investigation for this event is possible at this time.

Manufacturer narrative:
The other device listed in the report is catalog number 5532-g-409, lot code mkl7h2, triathlon ps x3 tibial insert. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that there was a revision on the right total knee and that patient was the reason for the revision.